Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned test strips; damage/dirty found on the strip connector of the meter. The root cause: foreign material on strip connector (substance with appearance like blood).

Event description:
Customer complains of low results. Customer states that she feels well and requires no medical attention. The customer's expected blood result is 100-103mg/dl fasting. Verified the strips expire 8/17/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 129mg/dl. Reviewed meter memory: (B)(6). Customer called about meter reading 74mg/dl most of the time. The strips that she was using are all gone and had to open a new vial of strips to use. Customer runs her blood in the morning as a fasting only and after running a blood with her using the correct testing technique got a result of 129mg/dl not fasting.